Manufacturer narrative:
This is being filed as unconfirmed eye infection. Method code: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
The patient's father reports their child had an eye infection. Follow up attempts to the ecp have been made with no reply to date. This is being filed as unconfirmed eye infection.